Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited t-wave oversensing resulting in inappropriate anti-tachycardia pacing (atp) therapy. Technical services (ts) recommended programming options and sensitivity adjustments were made. This device remains in service. No adverse patient effects were reported.